Manufacturer narrative:
The customer did not return the device for evaluation. Since no product details were provided, in-house testing could not be performed and the device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The meter serial # provided by the customer was incorrect. No test strips information was provided. Therefore, no information was captured (model #, serial #/lot # and expiration date), and device manufacture date could not be determined. This event is related to MDR # 1810909-2020-00334.

Event description:
An advocate from (B)(6) reported that her son obtained a blood glucose reading of 21 mmol/l while using the contour next link 2.4 meter. Based on the high reading, the customer received insulin from his insulin pump. Later, the customer experienced a hypoglycemic event, so the customer's mother gave him sugary drink (lucozade), after which he recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.